Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving fentanyl, 1500 mcg/ml concentration at 525 mcg/day dose and bupivacaine, 10 mg/ml concentration at 3.5 mg/day dose via intrathecal drug delivery pump for non-malignant pain. It was reported that motor stall was seen at initial interrogation. The patient did not recently have a magnetic resonance imaging. Pump status and/or event log reported motor stall occurred and motor stall (active). Upon reading the event logs, the patient had a motor stall occur on (B)(6) 2019 at 3;21 am and she interrogated the pump around 1:28 pm and still no recovery was noted. She still did not see a recovery and the hcp planned to replace the pump today. The rep was asking for reasons as to why motor stalls could occur. The hcp just programmed the pump to minimum rate today. The interrogations did not result in a recovery. The rep planned to send the pump back to manufacturer for analysis. No symptom was mentioned. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The patient originally told the clinic they were getting a "8345 ," code on their personal therapy manager. The patient said they were having trouble getting boluses and the pump was audibly alarming. The patient clarified the code was 8476 which is a motor stall code. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the hcp got a hold of the patient and at 0600 today the critical pump alarm was first heard by the patient. The hcp also heard the critical pump alarm over the phone. The hcp had no knowledge of patient having a recent magnetic resonance imaging (MRI). This was normally a very stable pump patient. The patient had no issues since then until now. Patient would be at the clinic today. No further complications were reported.

Manufacturer narrative:
Pump was returned and analysis found pump/motor/gear train anomaly/corrosion and-or wear and-or lubrication and pump/motor/gear train anomaly/stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported that their previous pump failed in january, and they were told the battery depleted but was only a couple years old. (Please note: this conflicts with the previously reported information) the pump was replaced and there was no symptoms. There was no out of box failure.